Event description:
Instrument failure at start of case. Harmonic 110 shears (har1136), lot # y70094, exp: 2029.01.31 when instrument was plugged in to power unit at start of case, it immediately read: "replace instrument".